Event description:
Notification of a groshong single lumen PICC with a hole/tear in the catheter. Apparently, the hole in the catheter was noticed during saline flushing and was located at the area of the catheter where the connector oversleeves the catheter end. The connector was placed over the hole but then the line was not in the correct place so, they removed/replaced the line.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review revealed that there are no other adverse events associated with this lot number.